Event description:
Information was received from a healthcare provider and a company representative regarding a patient receiving compounded baclofen (4000 mcg/ml) at 1800 mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. A motor stall was seen at the initial interrogation; the pump status and/or event log reported a motor stall occurred. The motor stall occurred at 11:24 on (B)(6) 2016 and was active. When reviewing the logs there was no motor stall recovery noted. The patient did not recently have an MRI or any magnets in the environment. There were no symptoms reported. The patient was supposed to come on (B)(6) 2016 and was hospitalized on (B)(6) 2016. The pump was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.